Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 694765 lead: implanted: (B)(6) 2014. A 407652 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.